Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a tethered posterior leaflet. One xtw clip was implanted, reducing mr to a grade of 2. It was noted imaging was challenging throughout the procedure, and grasping was difficult. On 10/20/2023, the patient returned for a follow up. Echocardiography showed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be related to patient morphology/pathology (tethered pml). The reported poor image resolution was associated with tough imaging. The reported slda was due to a combination of patient anatomy and poor image resolution. The reported recurrent mr appears to be related to the slda. The reported serious injury/illness/impairment was a result of case specific circumstance as no further intervention performed to address the reported issues. Mr is listed in the instructions for use as known a possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.